Event description:
Loss of osseointegration.

Manufacturer narrative:
UDI # (B)(4). Correction: customer responded with lot# which also changed part #. Part number is corrected as: 854210u lot number corrected as: 15011893.

Manufacturer narrative:
Di (B)(4).

Event description:
Loss of osseointegration.